Event description:
A malfunction on a pump was reported by a caller. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and no further issues occurred. Customer was advised to continue using the pump and to call back if the malfunction recurs.